Event description:
It was reported that the patient presented in clinic due to discomfort felt from muscle stimulation in their leg. Fluoroscopy imaging confirmed the alp dislodged and embolized to the iliac vein. It was noted that during the initial implant, there was a fixation issue with the helix of the alp post fixation, however the physician repositioned the alp and implanted after the helix became stable. The alp was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of post-op dislodgement and muscle stimulation could not be confirmed. Visual inspection showed that the outer and inner helix lengths were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.